Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("abdominal pain in lower pelvic area and right lower quadrant of abdomen") and ovarian cyst ruptured ("cysts on her ovaries that rupture on their own") in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, 1 month 3 days after insertion of essure (ess205), the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain lower ("abdominal pain in lower pelvic area and right lower quadrant of abdomen"). On an unknown date, the patient experienced ovarian cyst ruptured (seriousness criterion medically significant). The patient was treated with levofloxacin (levaquin) and surgery (laparoscopically assisted vaginal hysterectomy, on or around (B)(6) 2006). Essure (ess205) was removed on (B)(6) 2006. At the time of the report, the pelvic pain, ovarian cyst ruptured and abdominal pain lower had not resolved. The reporter considered abdominal pain lower, ovarian cyst ruptured and pelvic pain to be related to essure (ess205). The reporter commented: on or around (B)(6) 2006, plaintiff underwent a diagnostic laparoscopy, followed by laparoscopically assisted vaginal hysterectomy followed by cystoscopy, and a chromotubation which documented occlusion of both tubes. Quality-safety evaluation of ptc: based on the technical assessment, neither sample nor lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. However, the quality unit cannot exclude the possibility of having a technical issue involved in the complaint. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 4-may-2017: quality-safety evaluation of ptc. Company causality comment: this litigation case report refers to an adult female plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2006, and reported adverse events including abdominal pain in lower pelvic area and right lower quadrant of abdomen(seen as pelvic pain) and cysts on her ovaries that rupture on their own (seen as ovarian cyst ruptured). A laparoscopically assisted vaginal hysterectomy was performed approximately 2 months after insertion. After essure insertion, pelvic, abdominal and uncharacterized pain may occur. In this present case, consumer presented the event after essure insertion. Considering its nature and absence of alternative explanation, causality cannot be excluded. Regarding the event ovarian cyst ruptured, given essure's local action in fallopian tubes; causality between this event and essure was considered unrelated. This case was classified as incident since device removal was required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Follow-up information will be obtained through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("abdominal pain in lower pelvic area and right lower quadrant of abdomen") and ovarian cyst ruptured ("cysts on her ovaries that rupture on their own") in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain lower ("abdominal pain in lower pelvic area and right lower quadrant of abdomen"). On an unknown date, the patient experienced ovarian cyst ruptured (seriousness criterion medically significant). The patient was treated with levofloxacin (levaquin) and surgery (laparoscopically assisted vaginal hysterectomy, on or around (B)(6) 2006). Essure (ess205) was removed on (B)(6) 2006. At the time of the report, the pelvic pain, ovarian cyst ruptured and abdominal pain lower had not resolved. The reporter considered abdominal pain lower, ovarian cyst ruptured and pelvic pain to be related to essure (ess205). The reporter commented: on or around (B)(6) 2006, plaintiff underwent a diagnostic laparoscopy, followed by laparoscopically assisted vaginal hysterectomy followed by cystoscopy, and a chromotubation which documented occlusion of both tubes. Company causality comment: this litigation case report refers to an adult female plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2006, and reported adverse events including abdominal pain in lower pelvic area and right lower quadrant of abdomen(seen as pelvic pain) and cysts on her ovaries that rupture on their own (seen as ovarian cyst ruptured). A laparoscopically assisted vaginal hysterectomy was performed approximately 2 months after insertion. After essure insertion, pelvic, abdominal and uncharacterized pain may occur. In this present case, consumer presented the event after essure insertion. Considering its nature and absence of alternative explanation, causality cannot be excluded. Regarding the event ovarian cyst ruptured, given essure's local action in fallopian tubes; causality between this event and essure was considered unrelated. This case was classified as incident since device removal was required. Follow-up information will be obtained through the litigation process. A product technical analysis is being sought.